Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of seven (7) years, seven (7) months. The reason for re-operation was due to degeneration leading to stenosis. The patient was listed as hospitalized in critical condition.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. If further information becomes available, a follow-up report will be submitted.